Manufacturer narrative:
A non-sterile microcatheter prowler select plus was received coiled inside a plastic bag. The product was inspected and it was found without damage. The functional test was performed. One lab sample syringe (nipro) was filled and it was attached to the hub of the microcatheter, after that the distal section was clamped and pressure was applied into the device and no leakages were noted on the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "catheter body/shaft - leakage" was not confirmed since the functional test was performed without any difficulty. The exact cause of the event experienced by the customer could not be conclusively determined. However, the records indicated that the product meets specification prior to shipment and during product analysis no anomalies were observed; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the prowler select plus 150/5 cm 45 shape was opened in a sterile field, attached to a continuous flush when a leak at the connection point was noted. It persisted even when tightened. The leak was not from the connection but the point where the connection meets the catheter. The leak was noted between catheter and hub. The product was stored per labeling guidelines. There were no issues during removal, and the product did not come into contact with any sharp objects that may have lead to the damage. The product was not kinked, bends or twisted. Other than the reported event, no other damages were noticed anywhere on the device. A non-sterile microcatheter prowler select plus was received coiled inside a plastic bag. The product was inspected and it was found without damage. The functional test was performed according to procedure. One lab sample syringe (nipro) was filled and it was attached to the hub of the microcatheter, after that the distal section was clamped and pressure was applied into the device and no leakages were noted on the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported leakage in the device was not confirmed. There was no leakage with functional testing of the returned device. The exact cause of the event experienced by the customer could not be conclusively determined. The records indicated that the product met specification prior to shipment and during product analysis no anomalies were observed; therefore no corrective or preventive actions will be taken at this time.

Event description:
The product was opened in a sterile field. Attached the guide-catheter to the constant flow and noticed a leak at the connection point, however, even when tightened, this persisted. The leak was not from the connection but the point where the connection meets the guide catheter. The leak was noted between catheter and hub. The product was stored per labeling guidelines. There were no issues during removal, and the product did not come into contact with any sharp objects that may have lead to the damage. The product was not kinked, bent or twisted. Other than the reported event, no other damages were noticed anywhere on the device. Patient information was unavailable.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the prowler select plus 150/5 cm 45 shape was opened in a sterile field, attached to a continuous flush when a leak at the connection point was noted. It persisted even when tightened. The leak was not from the connection but the point where the connection meets the catheter. The leak was noted between catheter and hub. The product was stored per labeling guidelines. There were no issues during removal, and the product did not come into contact with any sharp objects that may have lead to the damage. The product was not kinked, bends or twisted. Other than the reported event, no other damages were noticed anywhere on the device. The device has not been received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14125367 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, no conclusion can be made regarding the reported leakage of the prowler select plus microcatheter. With review of the device history records, there are no identified manufacturing issues related to the event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Final assembly DHR review: review of lot 14125367 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 23 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Select plus cath assy lot # 14123314 was reviewed and revealed anomalies during the manufacturing and inspection processes. Additional information will be submitted within 30 days of receipt.